Manufacturer narrative:
As reported, the grip tip portion of the mynx control sealant was pre exposed prior to advancing through the sheath. When the physician advanced the device through the sheath it would not advance because the grip tip was pre exposed at the tip of the catheter. The physician removed the damaged device, and a separate mynx device was opened and used with successful deployment. The deployment was successful and hemostasis was achieved, using another mynx control device. There was no reported patient injury. The device was used in an interventional coronary procedure. The procedure did not use an ante-grade or retrograde approach. The deployer was in-training status with mynx and it was a proctored case. The device was properly stored and opened in a sterile field. A 5f cordis sheath introducer was used. It was reported that the ¿puncture site was not a factor in the procedure complication- damaged mynx device was the sole complication ¿. The patient did recover after the procedure and the event did not cause an extension of his hospitalization. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, the procedural sheath was returned, and the sealant was observed at the distal end of the sealant sleeve. Per microscopic analysis, the sealant¿s outer sleeve was slightly split open, and the sealant grip tip was extended approximately 1 mm beyond the sleeve. The manufacturing tolerance for the loaded sealant is that the sealant can either extend or be recessed from the end of the sleeve by 1mm. While some sealant exposed is occasionally noted, a slightly exposed sealant dose not in any way affect the safety or efficacy of the device. A product history record (phr) review of lot f2002903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty premature/in patient¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors, such as damage to the product during insertion, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analyses suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the grip tip portion of the mynx control sealant was pre exposed prior to advancing through the sheath. When the physician advanced the device through the sheath it would not advance because the grip tip was pre exposed at the tip of the catheter. The physician removed the damaged device, and a separate mynx device was opened and used with successful deployment. The deployment was successful and hemostasis was achieved, using another mynx control device. There was no reported patient injury. The device was used in an interventional coronary procedure. The procedure did not use an ante-grade or retrograde approach. The deployer is in-training status with mynx and was a proctored case. The device was properly stored and opened in a sterile field. A 5f cordis sheath introducer was used. ¿puncture site was not a factor in the procedure complication- damaged mynx device was the sole complication ¿. The patient did recover after the procedure and the event did not cause an extension of his hospitalization. The device will be returned for evaluation.